Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet"), tiredness ("tired "), abdominal distension ("she hate stupid bloating"), hypoaesthesia ("limbs go numb"), menorrhagia ("my periods out of control/extreme bleeding and clots during my period"), dysmenorrhoea ("my periods out of control and cramps debilate me"), abdominal pain ("pain in abdomen"), inflammation ("inflammation all over body"), arthralgia ("joint pain"), pain in extremity ("feet pain"), anxiety ("anxiety"), mood altered ("horrible moods"), rash ("rashes"), exhaustion ("extreme exhaustion "), amnesia ("memory loss") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy/ bilateral salpingoophorectomy). Essure was removed. At the time of the report, the pelvic pain, tiredness, abdominal distension, hypoaesthesia, menorrhagia, dysmenorrhoea, abdominal pain, inflammation, arthralgia, pain in extremity, anxiety, mood altered, weight increased, rash, exhaustion, amnesia and feeling abnormal outcome was unknown and the peripheral swelling had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, arthralgia, dysmenorrhoea, feeling abnormal, hypoaesthesia, inflammation, menorrhagia, mood altered, pain in extremity, pelvic pain, peripheral swelling, rash, tiredness, weight increased and exhaustion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event "abdominal pain, amnesia, anxiety, arthralgia, dysmenorrhoea, feeling abnormal, hypoaesthesia, inflammation, menorrhagia, mood altered, pain in extremity, rash, tiredness, weight increased and exhaustion¿ were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet") and fatigue ("tired "). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain and fatigue outcome was unknown and the peripheral swelling had resolved. The reporter considered fatigue, pelvic pain and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event peripheral swelling was added. On (B)(6) 2020: the previously reported event medical device removal was replaced with new event pelvic pain and additional event fatigue was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet"), tiredness ("tired "), abdominal distension ("she hate stupid bloating"), hypoaesthesia ("limbs go numb"), menorrhagia ("my periods out of control/extreme bleeding and clots during my period"), dysmenorrhoea ("my periods out of control and cramps debilate me"), abdominal pain ("pain in abdomen"), inflammation ("inflammation all over body"), arthralgia ("joint pain"), pain in extremity ("feet pain"), anxiety ("anxiety"), mood altered ("horrible moods"), rash ("rashes"), exhaustion ("extreme exhaustion "), amnesia ("memory loss"), feeling abnormal ("brain fog"), night sweats ("same night sweats"), pain ("extreme stabbing pain") and cough ("cough") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy/ bilateral salpingoophorectomy). Essure was removed. At the time of the report, the pelvic pain, tiredness, abdominal distension, hypoaesthesia, menorrhagia, dysmenorrhoea, abdominal pain, inflammation, arthralgia, pain in extremity, anxiety, mood altered, weight increased, rash, exhaustion, amnesia and feeling abnormal outcome was unknown and the peripheral swelling had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, arthralgia, cough, dysmenorrhoea, feeling abnormal, hypoaesthesia, inflammation, menorrhagia, mood altered, night sweats, pain, pain in extremity, pelvic pain, peripheral swelling, rash, tiredness, weight increased and exhaustion to be related to essure. The reporter commented: patient felt extreme stabbing pain in the circled location when she cough or move a certain way. It was not constant but when the pain hits it stops her instantly and she was ready to cry. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event "same night sweats" was added. On 23-mar-2020: information received via social media: new event - extreme stabbing pain, cough and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), peripheral swelling ("swollen feet"), fatigue ("tired ") and abdominal distension ("she hate stupid bloating"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, fatigue and abdominal distension outcome was unknown and the peripheral swelling had resolved. The reporter considered abdominal distension, fatigue, pelvic pain and peripheral swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received event " she hate stupid bloating" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.